Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. The patient received an external defibrillation. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 21:06:57 on (B)(6) 2024. At 06:13:14 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 240 bpm with varying amplitudes and electrode lead fall off. The device properly detected vt. Varying amplitudes and electrode lead fall off prevented the lifevest from treating the patient. At 06:13:54, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 270 bpm with varying amplitudes and electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 06:29:51 on (B)(6) 2024.